Event description:
During tonsillectomy, a suction coagulator was used for cautery purposes. It was noted during the procedure that the pt has suffered a burn to the mucosa, buccal surface. Examination, under microscope, of the disposable coagulator after the surgery revealed several pin-hole defects in the protective coating of the unit.